Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was damage to one of the blowout plates and the laminates were found to be deformed at the articulation joint. The design assessment concluded that over-indicated red skin foam at full pull articulation to replicate the reported event/blowout plate damage and knife bar herniation by leveraging/hyper-articulating the reload full details of this assessment are available in the corresponding task. It was reported that prior to firing, the first reload failed to reach the neutral position in fully right articulated mode. The second reload also failed to reach the neutral position in right articulated mode. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic wedge resection, prior to firing, the first reload failed to reach the neutral position in fully right articulated mode. The second reload also failed to reach the neutral position in right articulated mode. The powered stapler was disassembled, rebooted, and reassembled. A new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
D.10. Concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n4j1680y). Sigphandle, sig power sigphandle handle, (serial number: unknown) unk-sigadapt, unknown signia egia adapter, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.